Event description:
Damage to the pump housing and usb port was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer managed to charge the pump by changing charging supplies, and replacement charging supplies were sent to address the issue.